Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p cap reservoir will not lock properly due to missing retainer. Insulin pump passed rewind, prime, seating, basic occlusion and force sensor test.

Event description:
Information received by medtronic indicated that the customer did not received high alerts when she was beyond 160 mg/dl recur and insulin pump passed the self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.